Event description:
It has been reported to philips that the allura system did not boot up successfully, the start-up countdown gets stuck at 00:00. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information provided the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Fse performed functional analysis, and issue got resolved by restarting the system. The system was returned to use in good working order. Codes were updated based on the investigation outcome.